Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation wsa performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.